Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged connector nut on the white power cable was confirmed via the submitted image. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis, and no log files were submitted for review; however, an image of the reported damage was submitted. The image showed a large crack on the connector nut of the white power cable. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. The device was shipped on 08dec2016. The heartmate3 patient handbook section 10, ¿safety checklists¿ instructs users to regularly inspect their equipment for damage, including damage to the system controller¿s power cords, and to obtain replacements if needed. Heartmate3 instructions for use section 8, ¿equipment storage and care¿ and heartmate3 patient handbook section 6, ¿equipment maintenance¿ explain how to properly care for the system controller, including storage, transport, cleaning, and maintenance. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had a broken nut on their white power cable of their controller. The controller was exchanged. No additional information was provided.